Event description:
Premature battery depletion was observed. When the physician opened the patient and disconnected the device, he found the is-1 and df-1 lead connection damage. The is-1 connection insulation damaged was due to rubbing against the clavicle and the df-1 connector was damaged as a result of compression with the clavicle.the patient was extremely active as a wood cutter and patient worked frequently in the garden.